Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming no disposable, clamp tubing with 6.2 ml remaining in the reservoir. It was reported the end user observed bubbles in the tubing. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).